Event description:
During preventative maintenance of the device, the user observed a "color chip failure" error message originating from the hematocrit saturation probe. The error occurred after the system diagnostics and module self-tests were completed, and after the hematocrit saturation module was selected. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.